Event description:
It was reported that a yellow alert posted to the latitude website for this pacemaker device and its right ventricular (rv) lead. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, advising over-sensing of noise, changes in intrinsic amplitude, decrease in pacing impedance (within normal range). The rv threshold at implant were 1.0 v @ 0.4 ms and we observe that it has been slowly rising over the years reaching a current value of 2.6 v @ 0.4 ms. Ts provided recommendations for integrity testing, and x-ray imaging. Attempts to obtain the model/serial of the rv lead have been unsuccessful at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.